Manufacturer narrative:
The initial report had incorrect information. Updated information has been provided with this report.

Event description:
Customer's blood glucose level was unknown at the time of emergency room visit. Customer also reported retainer ring dangling on her tubing on (B)(6) 2020. This case is for the (B)(6) 2020 event. There was no harm on (B)(6) 2020. Please see (B)(4) for the (B)(6) 2020 low event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Pump received with serial number label missing, cracked case behind the pump at the battery compartment, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Event description:
The customer reported via call that the customer went to emergency room due to low blood glucose level on (B)(6) 2020 date. Customer's blood glucose level was unknown at the time of hospitalization. Customer reported that the retainer ring was loose. Customer stated that the reservoir not able to lock in place. The insulin pump will not be returned for analysis.